Event description:
It was reported that the patient presented in the emergency room with full return of her symptoms for approximately three days. No medical procedures had been performed recently and the return of symptoms was thought to be bilateral. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report # 3004209178-2011-10005.

Event description:
Additional information. The device was replaced due to normal battery depletion.

Manufacturer narrative:
Final analysis of the stimulator revealed there were no significant anomalies. There was no output on all electrode pairs and no telemetry. Normal end of life was assumed.

Manufacturer narrative:
Lead model 3387s-40, serial # (B)(4), implanted: 2008-(B)(4), explanted: unknown, lead model 3387s-40, serial # (B)(4), implanted: 2009-(B)(6), explanted: unknown, extension model 7482a51, serial # (B)(4), implanted: 2008-(B)(6), explanted: unknown, extension model 7482a51, serial # (B)(4), implanted: 2009-(B)(6), explanted: unknown, ins model 7426, serial #(B)(4), implanted: 2009-(B)(6), explanted: unknown.